Event description:
A surgeon reported that he is seeing anterior tissue growth on 10% of this type intraocular lenses that he implants. In some cases, a yag laser was performed. He has noticed this in recent months. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed for the complaint product lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined from the investigation. Additional information was requested on 04/19/2012 and 05/03/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).